Event description:
Father had the hvad implanted in (B)(6) 2017. On (B)(6) 2018 he passed out while standing up. Then on (B)(6) 2018, his heart stopped and he stopped breathing. Ems were able to revive him, however, he had brain damage due to lack of oxygen. The decision to stop life support was made on (B)(6) and he passed shortly after. The doctors have no idea why the hvad stopped.